Manufacturer narrative:
The customer's network environment was analyzed by philips engineering. It was determined that the customer had a holter software and network configuration that had not been validated by philips . This contributed to the occurence of pt data mismatch when reports were sent simultaneously from remote sites to the central station. Re-configurating the customer's network environment to the default configuration resolved the issue. There have been no further occurences. See scanned page.

Event description:
The customer reported that the wrong pt name was on the holter ECG report.